Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a recurrent hernia. During the re-operation, the mesh was removed and the defect was repaired with a different mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.